Manufacturer narrative:
The manufacturer did not receive the device for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that on (B)(6) 2016 during surgery a biolox delta head, 12/14, 36 x -3.5 was found already damaged when unpacking it.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of incoming information: it is reported that the biolox head was damaged already in the package. Devices analysis: the biolox head was returned in the opened original packaging. Looking from outside the package, it looks like there is damage on the head surface. Once the cover of the packaging is removed, the sign cannot be observed anymore. The scratch is on the package. The biolox head show some traces of metallic transfer on the non-articulating surface. The taper shows no signs of metallic transfer. In the packaging there are traces which look like blood traces indicating that the package was opened and probably the biolox head removed. Review of internal documents inspection plan of the product was reviewed: the product was 100% checked by visual examination. Root cause analysis the product was received for investigation. The review of the DHR indicates that the head met all requirements to perform as intended. Moreover, the surface of the head is 100% visually inspected before it is released. The metallic transfer on the non-articulating surface indicates that the biolox head has already removed from the package and put in contact with a metallic surface (e.g. Metallic table, metallic net, instruments, instrument box,...). There is no metalic transfer in the taper which indicates that the head was not impacted onto the stem taper. It is probable that the marks on the non-articulation surface emerged from a handling error after it was taken out of the packaging. Handling of the component is outside of zimmer biomet control. However, all possible causes related to the issues reported are listed in the appropriate dfmea. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).